Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited methicillin-resistant staphylococcus aureus (mrsa) infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. The ra lead was explanted.